Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an occlusion alarm occurred. The customer¿s blood glucose (bg) level was 357 mg/dl. System check with tandem technical support was unable to identify a source of the blockage. Multiple contact attempts were made by tandem clinical support to obtain additional information regarding the issue; however, the customer did not respond.